Event description:
Lap chole - "the surgeon is using our device since 2 years and have many experience with the ca090. He tried to place a clip over and artery and noticed that the clip has not fully closed. He removed the instrument and the clip. He tried this four times again. With the same result. The clips were not fully closed. He asked the nurse for a new ca090. With this one, everything works fine."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.